Manufacturer narrative:
D6: implanted date: device was not implanted d7: explanted date: device was not explanted h6: patient code 3191 - sheared coating retrieved during procedure. The involved device was not returned for evaluation. Therefore, the investigation was based on user facility information and evaluation of a current guidewire product. Based on the investigation, it is likely that the actual device was subjected to a withdrawal manipulation in the state where its urethane outher layer had contact with a hard object. As a result, the urethane outer layer got sheared off the actual device. However from the available information with no return of the acutal device for evaluation, the exact cause of the reported event cannot be definitively determined based on the available information. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. - attachment: [mw5082281.pdf]

Event description:
This report is being submitted in response to FDA mw5082281. The user facility reported that the coating over the guidewire appeared to be sheared off during the procedure. This was retrieved during an interventional radiology (ir) intervention. On the package there is a cautionary statement: "do not use with metal entry needle." Request of manufacturer to highlight and enlarge the cautionary statement on the package.

Event description:
Additional information was received on january 29, 2019. The procedure being performed was a porta cath insertion. The issue was resolved with the retrieval of the coating. No surgical intervention required. The patient was reported to be in stable condition with no further complications.

Manufacturer narrative:
This report is being submitted as follow up no. 1. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.